Event description:
It was reported that there is an upcoming revision. The patient has cavities in tibia and talus. There is a fracture present in the talus. The patient has an existing total ankle implant. The calcanealcuboid was fused by hardware.

Manufacturer narrative:
Please note the correction to d1 product long description, h6 (device code, results & conclusion codes): the reported event was confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows some radiolucency, some small cavities and some cysts adjacent to the tibial tar. This indicates a loosening, while there is no clear evidence of migration. The pe is not visible in the CT scan directly. There is, however, no indirect sign of breakage or migration. The talar component shows all typical findings of a loosening, with cysts, cavities and radiolucency. A fracture of the talus adjacent to the implant is also visible. There is also a loss of bone substance and subsidence of the talar component, so that a migration can be confirmed as well. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities and cysts around the talar component. Also, the bone fracture was observed adjacent to the implant. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
It was reported that there is an upcoming revision. The patient has cavities in tibia and talus. There is a fracture present in the talus. The patient has an existing total ankle implant. The calcanealcuboid was fused by hardware.